Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on their blood glucose level. Customer reverted to an alternate method of insulin therapy.